Event description:
The patient had left side si joint arthrodesis in (B)(6) 2021 where three implants were installed. The patient reported radicular pain following the procedure. The surgeon determined that the cranial positioned implant was impinging on the neuroforamen causing radicular pain. The day after the initial procedure, the surgeon performed a revision procedure where he removed the cranial positioned implant and replaced it with a shorter implant of the same type using the explant void. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."